Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis identified red particle material on the shell, creases, a deflated device, and could not determine the side. Additional, changed, and/or corrected data: b.5., d.7., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.